Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation es system patient was not showing on the device. The customer stated that there was a delay in patient care workflow when trying to issue lorazepam for patient. The customer stated there was able to get the medication from the pharmacy. There were no adverse events or injuries reported based on this event.